Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging fatigue from using her remstar pro device. The user states she used this device from (B)(6) 2017 until (B)(6) 2023. The user states that she received a new device from her distributor in february 2023. This incident report is related to the investigation of the remstar pro device used by the patient from (B)(6) 2017 until (B)(6) 2023. The device was returned to the third-party service center for evaluation. During servicing of the device, dust/dirt contamination was found. There was no evidence of foam degradation. The device has been scrapped. Section d1, d4, g2, g4, h4, h6 and h9 have been updated in this follow-up report.

Manufacturer narrative:
Due to no device information, the possibility of recall z numbers would be one of the following: z-1972-2021, z-1973-2021 or z-1974-2021.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging fatigue from using her remstar pro device. The user states she used this device from october 2017 until february of 2023. The user states that she received a new device from her distributor in february 2023. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.